Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number in d4 is the international list number which is similar to us list number of 062910. Stoma site infection is a known complication of a peg tube/ j-tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced stoma site redness, hardness, and discharge of smelly fluids. The patient was prescribed augmentin 1 gram twice a day for the stoma site. On an unknown date, it was reported that the patient's stoma site is being treated with hy-sil cream twice a day, and cleaned with hydrogen peroxide. It was reported that the stoma's appearance has improved with mild fluid discharge, and reduced redness and hardness. It was reported that the patients augmentin treated has been stopped.